Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited low impedance measurements. The rv lead was removed and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.